Manufacturer narrative:
H3 - other - investigation performed on retained sample foron the same batch. Product z466 is not approved in us; but a similar product, z464u albacyte® expanded rh negative antibody screen is approved in us. The investigation has consisted of batch manufacturing record (bmr) review, donor review, investigative testing and confirmed that albacyte® rhd negative cat reagent red cells for antibody screening product z466 lot v230970 fitr the purpose, therefore this complaint is deemed unconfirmed. Alba biosicence reference number of this file is (B)(4).

Event description:
End user is observing false positive / non specific reactions with albacyte® rhd negative screening panel, product z466, lot v230970, exp 29mar21.